Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 402 mg/dl, 258 mg/dl, 300 mg/dl, above 290 mg/dl, 292 mg/dl, 311 mg/dl, 88 mg/dl and 110 mg/dl to 130 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level by delivering bolus, did it for breakfast, lunch and last at night but the blood glucose level did not come down. The customer reported that they felt dry due to high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer did not allege the insulin pump for under delivery. The customer did not want to perform high pressure test but did the self test and received a hardware low level failure alarm and failed battery alarm. The customer stated that they were able to clear the alarm and the customer pump passed the self test later. The insulin pump will not be returned for analysis.